Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged safety clamp. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged safety clamp was identified during the visual inspection. The cause of the condition was not determined. To correct this condition, the safety clamp was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.